Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733623, serial/lot #: (B)(4), UDI#: (B)(4). Hardware analysis of the returned monitor confirmed the reported issue. The monitor would not power on. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. The surgeon monitor on the system was not getting any input. The display had been intermittent in the past and the was not completely unresponsive. The screen was completely black. There was no patient involvement.